Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code and during an attempt to reset the pump, the malfunction reoccurred. The customer's blood glucose level was not impacted. The customer had insulin injections to use for insulin therapy.